Event description:
The left brake allegedly broke. Although injury is alleged, no specific injury is known at this time.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.